Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, small bowel obstruction, short term and chronic pain, and recurrence. Post-operative patient treatment included revision surgery, small bowel resection, and hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced adhesions, small bowel obstruction, pain, recurrence, blood clot, abdominal pain, nausea, vomiting, ecchymosis, hemorrhagic & erythematous piece of intestine, necrosis, bleeding, scarring, ileus, & loops of small intestine distended. Post-operative patient treatment included revision surgery, small bowel resection, hernia repair with new mesh, CT scan, blood clot removal, mesh revision, use of suture, & ng tube.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: ileus). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.